Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports having a raised red bubble at the pod infusion site (leg). The patient removed the pod prior to going to the hospital. Once at the hospital the patient had a culture performed and they were diagnosed with a staph infection at the pod infusion site. The patient was treated with intravenous antibiotics. The patient was prescribed amoxicillin (872-125) tablets as well as bactrim. The patient was released from the hospital the same day as the event.